Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The optic is split in two areas from the edge. A small piece of lens material is broken off the edge where it is split and adhered to the posterior surface of the optic. All product and batch history records are quality reviewed prior to product release. The file indicates the use of a qualified cartridge and viscoelastic. Lens damage was observed. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens implant procedure while inserting the lens into the cartridge, unusual behavior of the iol occurred, the iol was removed, checked under a microscope by the surgeon, and a lens crack was found. The procedure was completed with the replacement lens. There was no patient contact. Additional information has been requested.